Manufacturer narrative:
One 8f braided swartz introducer was returned for eval. No visible anomalies observed when inspected. Leak testing of the returned device confirmed a leak at the valve. Following functional testing of the introducer, the cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected for defects. Tears were observed in both of the two-part seals and a hole was observed in the proximal hemostasis seal. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported during an ablation procedure using a swartz braided transseptal introducer the hemostasis valve leaked and air was noted. The physician inserted the introducer with dilator into the pt over a guidewire and placed it into the right atrium. He attempted to flush the sideport but aspirated air from the hemostasis valve prior to the flush. The introducer was exchanged and the procedure was completed with no consequences to the pt.